Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux n y, while stapling the pouch/stomach, there was a misfire and some staples were placed and there was poor staple formation. They opened and used a new reload to complete the case. No patient injury.